Manufacturer narrative:
(B)(4). Additional information: anvil. The analysis results found that one pce60a device was returned with the anvil bent upwards and with one ecr60t cartridge loaded in the device. The cartridge reload was received fully fired and in good visual conditions. The device was not tested for functionality due to the condition of the anvil, however the device was dry fired to test the condition of the firing mechanism and achieved its complete firing sequence without any difficulties. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force and the manual override mechanism worked properly during testing. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a biopsy for interstitial lung disease procedure, the device and black reload were selected due to the patient's tissue being extremely thick. Once the jaws were positioned for the first firing of the gun, the jaws were closed and the surgeon waited thirty to forty five seconds before firing, to achieve maximum pre-compression. Upon firing, the blade advanced, it seemed to slow and then stopped half way. The gun would fire no further. The surgeon tried to reverse the knife blade with the reverse button, but nothing happened. The surgeon then decided to use the manual override. He pumped the lever up and down with no success until he eventually pushed a small white button next to the manual override lever and the knife blade came back. As the manual override had been deployed, a new device was opened, this time with a green reload. The jaws were placed in the same position to complete the resection and fired with no issues. The specimen was inspected after the case and seemed to contain no calcification and nothing out of the ordinary considering the disease state. There were no adverse events on the patient.